Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl; cause was not known. A correction bolus was delivered to address bg. As the current bg was not elevated, tandem technical support could not determine a cause of the event and recommended the customer consult with a healthcare provider. Upon follow up, customer reported bg level was within normal range.